Event description:
A device was returned to a third party service center for evaluation. During evaluation, the service technician observed foam particles within the device assembly. No error codes were present in the device log history. The device was scrapped. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.